Event description:
Hcp reported pt presented from another clinic which had previously filled and programmed the pump. The nurse assumed the daily dose programmed was a mistake and changed it. The pt then reported withdrawal symptoms as a result of underdosing. Pt is currently doing well.